Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that it was found at an agency that the article number on the package was different from that of the label. When the product was checked, it was found that the device was packed in a box of ebf02. The article number on the label, the product itself, tyvek and the barcode was ebf01. There were no adverse consequences to the patient.